Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient had taken pain medication and had numbness. The patient also reported a burning sensation at the incision site and the patient was bleeding when using a catheter. The patient stated that it hurt but the bleeding was better on (B)(6) 2018. It was noted that the patient felt a burning sensation that she believed was caused by the tape pulling her skin. The patient mentioned that she had a yellow and green discharge on her gauze. The patient was redirected to her health care professional. There were no further symptoms or complications reported or anticipated.